Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and imagery review. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code, type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the imagery review, the crimped thv and delivery system flex shaft appeared to be protruding through the torn/punctured liner. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on the provided imagery of the device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event. In this case, it was reported that the patient had moderate-to-severe tortuosity and calcification while the minimal luminal diameter was ''3.0mm in one section and 5mm in another.'' Per the edwards training manual, the minimal luminal diameter for 14f esheath+ is greater than or equal to 5.5 mm. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaint for liner punctured was confirmed based on the provided imagery of the device. Available information suggests that procedural factors (high push force) and/or patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage (e.g. Liner tear). High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 14 fr esheath+, the first 26 mm sapien 3 ultra resilia valve became stuck in the esheath+ due to calcium and tortuosity. The physician did not want to balloon or shockwave. The first system was removed, and a lundy wire was inserted. The 16fr esheath+ was inserted and the second valve was successfully implanted. There was no patient injury. Per feedback from the fcs, there was difficulty faced inserting the esheath+ into the patient. The expansion tool was used. The loader was able to be fully inserted into the esheath+ housing. The esheath+ was not inserted at a steep angle. The delivery system and valve did not exit the tip of the esheath+. The delivery system stuck in the blue portion. The system was withdrawn from the patient as a single unit. The vessel was pre-dilated up to size 10fr. The thv was crimped per IFU. The delivery system was prepared for IFU. The seam was split mid- blue portion of the esheath+. The patient was stable and discharged. The degree of tortuosity and calcification was moderate to severe. The minimum luminal diameter was 3.0mm in one section and 5mm in another. The device was thrown out by the staff. A photo of the device was reviewed, and the following was observed: crimped thv and delivery system flex shaft appear to be protruding through the torn/punctured liner.